Manufacturer narrative:
The insulin pump passed the active current measurement, and displacement test. However there was an unexpected power loss alarms and low battery alarms due high sleep current.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed unexpected battery power loss. The customer¿s blood glucose level was 4.4 mmol/l. Advised remove battery hold down back button wait 30 seconds inserter new battery pump error and power loss alarm confirmed time and date active insulin cleared and did reservoir and tubing. Advised transmitter and meter need to be reconnected. Advised to monitor pump advised if performance does not improve will need to replace pump. The insulin pump will be returned for analysis.